Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. As a result of use of the device, the patient is unable to climb stairs or sit for prolonged periods of time; has suffered from infections and has had excruciating pain on an ongoing basis. Due to tremendous pain the patient has taken pain medication on an ongoing basis. The patient has undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries. It was noted that on (B)(6) 2012, the patient went to the emergency room, was in significant pain and unable to urinate. No additional information was provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.